Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead would not extend. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient's condition remained stable.